Event description:
A sterile strand was being used to close a uterus post cesarian section at the maternity (sales rep not present). The suture thread broke at its' point of attachment to the needle (swag). Another sterile strand of this lot had to be opened to complete the wound closure. During its' usage, this second strand also broke at a point along the length of the thread. A third sterile strand of this lot had to be opened in order to complete the wound closure. The head nurse then informed me of a previous defective suture incident which occurred during the previous week whereby multiple sterile strands of this lot, being used for closing the uterus post cesarian section by a different surgeon, also broke at the swag and along the thread length. Record 2 of 2.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. What is the total number of procedures? Two. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.